Event description:
The user received a questionable troponin t result for one patient sample on the analytical e module analyzer. The user stated when the patient arrived at the facility, a sample was drawn and the troponin t result was elevated. She could not provide the exact result. Later, another sample was drawn which gave a result of 0.01 ng/ml. This result was reported to the nurse in the ER who questioned the result and requested the sample be repeated. The user stated it was not clear if the nurse was aware of the elevated troponin t result from the initial sample or if her question was based on an EKG result. The sample was poured off into a sample cup and tested. The repeat result was 0.34 ng/ml. The user called the ER with the correction. The user declined to provide any information regarding possible adverse effects to the patient related to this event. The troponin t reagent lot number was 15789501. The field service representative could not determine a cause. He ran performance checks and precision testing with perfect results.